Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. No repair information could be obtained. This device is end of life. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. No repair information could be obtained. This device is end of life.

Event description:
The hospital reported that, unit didn't pass the test. There was no reported patient involvement.